Event description:
Customer tested around 5:00 am with a result of 88 mg/dl. Pt drank some milk, but around 8:30 am pt lost consciousness and did not awaken until 11:00 am. Pt tested with freestyle and received a reading of 475, hi, 265 and then nine to ten minutes later results of 403 and 192 mg/dl. A comparison test with precision was run with a result of 237. Time between freestyle tests and precision test was not provided by customer. Outside aid and further treatment were not sought.